Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level of 537 mg/dl. The customer was nauseous, was vomiting, and had abdominal pain. The customer had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. She was placed on IV drip. The infusion set had a bent cannula. The hospital did not place her back on the insulin pump until she saw her doctor. The device was not returned.